Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood test strips were used, the blood was visible and the machine also alarmed. Estimated blood loss was 200ml's. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the following was found: separation of the polyurethane potting compound and the dialyzer housing. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR # 1713747-2013-00415.